Event description:
It was reported that during a lap cholecystectomy procedure, two separate devices failed. The clip fell off of the duct, then the next time the surgeon tried to fire the same device, there was a ghost clip. The same happened with the second device that was pulled. There were no patient consequences. A competitor's 10mm clip applier was pulled. There was no patient consequence other than the surgeon's frustration at lack of clip security.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Firings two and three. What vessel or structure was the device fired on at the time of the event? Cyctic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? N/a. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, surgeon tried to fire another clip but the clips scissored. What were the indications for surgery? What was found? Not sure- gallbladder surgery. Does the patient have any relevant history of surgical treatments? N/a. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.